Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/14/2020. H.6. Investigation: ten representative samples with sealed packaging was received by our quality team for evaluation. These samples were subjected to visual inspection. No foreign matter (oily residue) was observed within the syringe barrel. From the complaint verbatim, oily residue inside the syringe barrel near the stopper is suspected to be silicone which is the only liquid material sprayed on the syringe barrel in the syringe assembly process. The samples were subjected to the silicone contest test and the samples were within the acceptable range. Therefore, the team was unable to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. From the quality teams investigation, the root cause could not be determined.

Event description:
It was reported that syringe 5ml ll had foreign matter in the syringe barrel. This occurred on 300 occasions before use. The following information was provided by the initial reporter: oily residue observed in syringe barrel. Before use an oily residue was observed within the syringe barrel. 03 sep 2020: excess lubricant.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 5 ml ll had foreign matter in the syringe barrel. This occurred on 300 occasions before use. The following information was provided by the initial reporter: oily residue observed in syringe barrel. Before use an oily residue was observed within the syringe barrel. (B)(6) 2020: excess lubricant.